Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter detachment is confirmed; however, the exact cause could not be determined. One assembled nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. No catheter pieces or segments were returned with or observed within the returned connector. A microscopic observation revealed no damage on the connector. The pieces of the connector were disassembled, and no catheter pieces or segments were observed within the distal connector piece or on the cannula of the proximal connector piece. The distal connector piece was bisected and the blue compression sleeve within was observed to be partially advanced into the tapered region of the internal locking mechanism. Blood residue was observed within the distal connector piece. While a specific root cause of the apparent catheter detachment could not be determined from the evidence observed on the returned sample, possible causes include misassembly of the catheter and connector and/or excessive tensile force on the catheter once assembled. A lot history review (lhr) of redn0251 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "PICC line was implanted on (B)(6) 2019 in another establishment (on the label, written "implanted part 47cm, outer part 3cm"). Patient supported in had on (B)(6) 2019, the physician notes a "disconnection of the tubing and the finned body". On (B)(6) 2019, opening of the bandage, the end of the PICC-line falls. The catheter is no longer visible. On CT and radio, the catheter is found in the right atrium and extends into the pulmonary artery to the left pulmonary veins. The catheter was extracted at the facility in interventional radiology. He was 51 cm tall. A priori the entire catheter has been removed. No clinical consequence."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0251 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "PICC line was implanted on (B)(6) 2019 in another establishment (on the label, written "implanted part 47 cm, outer part 3 cm"). Patient supported in had on (B)(6) 2019, the physician notes a "disconnection of the tubing and the finned body". On (B)(6) opening of the bandage, the end of the PICC-line falls. The catheter is no longer visible. On CT and radio, the catheter is found in the right atrium and extends into the pulmonary artery to the left pulmonary veins. The catheter was extracted at the facility in interventional radiology. He was 51 cm tall. A priori the entire catheter has been removed. No clinical consequence."